Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and exhibited high hv lead impedance. When repositioning was unsuccessful, the lead was explanted and replaced. The patients condition was fine following the procedure.